Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for event. The same day as the peritonitis diagnosis, the patient was treated with cefepime injection (4g, stat, intraperitoneal, one dose) and amikacin injection (500mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.